Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure. Interrogation of the pulse generator prior to the procedure noted that the right ventricular (rv) lead had high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.